Event description:
The event involved a plum set where it was reported there was a stain on the convertible piercing pin. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 (B)(6).

Manufacturer narrative:
Received one open/unused list #14687-15 primary plum set. As received black stains were observed on piercing pin. It was noted that the stain could be wiped off. The complaint of stain on convertible piercing pin can be confirmed. The probable cause is due to a molding error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 5/15/2024.